Event description:
On (B)(6) 2013, the pt was implanted with the subject reply dr for sinus node dysfunction. On (B)(6) 2013, external ECG showed 2 episodes of no pacing condition (at least two episodes of brachycardia). Pt symptoms (syncope) were reported. Reportedly the pt has atrial fibrillation. No magnet test was performed. Atrial fibrillation episode was detected in unipolar mode at 0.6 mv sensitivity. Explantation and recommendations were requested.

Manufacturer narrative:
April 30, 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.